Event description:
Baxter (B)(4) received a report of an infusor that leaked around the bladder during filling. The device was filled with an unknown drug and saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Further investigation by baxter revealed that this report is a duplicate of report number 6000001-2012-14032. All investigational elements will be held in master (B)(4).

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This product is not distributed in the us and does not have a 510(k) number.